Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited beeping tones. The device was later explanted due to premature battery depletion and being unable to interrogate. A new device was implanted. No additional adverse patient effects were reported.